Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As stated in the warnings section of the device instructions for use: "if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by flouroscopy. Failure to exercise proper caution may result in bending, kinking, seperation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." In addition, as stated in the precautions section of the device instructions for use, "due to variations of certain catheter tip inner diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters." The precautions section states, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported; however, based on the details provided to date, it appears that device interface factors may have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be provided.

Event description:
Please note: this report pertains to the second device that was reported to have been tested with the scope . Please reference MDR 2126666-2017-00033 for the first device reported to have been "shredded" when the urologist pulled the zip wire out of the patient. Per email: the account reported that a zip wire "shredded" when the urologist pulled the zip wire out of the patient. The physician placed the wire through the cystoscope. Then he removed the cystoscope and backloaded a new stryker rigid ureteroscope over the wire. When he pulled the wire out of the patient the wire shredded and they had to retrieve the remnants for the wire out of the patients bladder. The physician then used another scope with a new zipwire and didn't have the issue. They also tested a glidewire and zipwire with the scope today and had the issue. The account believes it is an issue with the trial stryker scope and not the wire. Update received on march 20, 2017: did not happen during a procedure, the or rn staff demonstrated what happened when the first wire broke during the case. When the or staff tried the second wire the same issue of shredding occurred in the stryker rigid cystoscope that the hospital was trialing. During the demonstration the or staff also tried an olympus glidewire which also shredded. Following the demonstration the or staff determined that there was something inside of the stryker scope causing the wires to shred.